Event description:
The following has been reported: device displays the following error message: "error 01-0001!!! Motor rotation". Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.